Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 47 mg/dl. Reportedly, the customer was on a new diet and the customer was not consuming the same amount of food. Additionally, the customer had not recently consulted with healthcare provider regarding adjusting the pump settings, and believes that the basal rate, correction factor, carbohydrate ratio, and target bg needed adjustment. Glucose tablets were consumed and bg level rose to a normal range. Recommendation was made to consult with healthcare provider regarding diabetes management.